Event description:
A male patient contacted lifecor customer support to report that he could not get one of his battery packs to insert into the monitor. He stated that he tried several times, but on the last attempt, a small chip from inside the monitor fell out. Support sent the patient a replacement monitor and 2 replacement battery packs.

Manufacturer narrative:
Monitor. Battery - 10/2007, battery pack- 10/2007. Device evaluation summary: device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The connectors were repaired. Then the battery packs were retested and restocked. The root cause of the battery pack connector damage was likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs. The patient received a replacement monitor and two replacement battery packs.